Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's spouse reported via phone, the customer has been experiencing high blood glucose for the last four days. Customer had previously called in regards to high blood glucose and replacement infusions sets were sent. However, the customer continues to have issues. Customer's blood glucose was 207 mg/dl. Troubleshooting was performed and the device failed the high pressure test twice. Customer's spouse was advised to revert to back up plan and the device needed to be replaced. Customer's spouse agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.